Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 due to stress urinary incontinence. It was reported that following insertion the patient experienced urinary problems and recurrence. It was reported that patient underwent a gynecological procedure, as stated per the operative note on (B)(6) 2002 the diagnosis was urinary incontinence (operation: pubo-vaginal sling with pt¿s own fascia). It was reported that patient underwent gynecological procedure on (B)(6) 2006 and the patient had a surgical procedure ¿ cystoscopy, placement of a tension ¿free transvaginal tape). It was reported that the date of implant: (B)(6) 2006.